Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect since (B)(6). All 4 programs were tried up to their max of 8.5, and the pt still felt no stimulation. There was no known incident or accident related to the event. Per the rptr, the stimulator seemed like it moved in the pocket, and the stimulator could be felt through the skin. Additional info has been requested, a follow-up report will be sent if additional info becomes available.